Manufacturer narrative:
(B)(4). LABELING INDICATES: INSERTING THE SENSOR AND WEARING THE ADHESIVE PATCH MIGHT CAUSE INFECTION, BLEEDING, PAIN OR SKIN IRRITATIONS (E.G. REDNESS, SWELLING, BRUISING, ITCHING, SCARRING OR SKIN DISCOLORATION).

Event description:
IT WAS REPORTED THAT A SKIN REACTION OCCURRED. ON (B)(6) 2026 THE CUSTOMER INDICATED, ¿AFTER ONE WEEK OF USE, MY ARM GOT INFECTED AND I HAD TO TAKE IT OUT. I AM GETTING ANTIBIOTICS SO IT WILL BE OKAY. BUT SINCE I ONLY GOT TO USE THE SENSOR FOR ONE WEEK, CAN I GET ANOTHER SENSOR?¿ NO OTHER SYMPTOMS OR TREATMENT DETAILS WERE SPECIFIED. THE DATE OF CONSULTATION WITH THE HCP WAS NOT PROVIDED. NO OTHER CUSTOMER OR EVENT DETAILS WERE AVAILABLE. NO PRODUCT OR DATA WAS PROVIDED FOR INVESTIGATION. THE ALLEGATION AND THE PROBABLE CAUSE CANNOT BE DETERMINED.

Event description:
Subsequent to the Initial MDR, a correction is required. It was reported that a skin reaction occurred. The biosensor was inserted into the skin. On (b)(6) 2026, it was reported that the customer indicated, ¿After one week of use, my arm got infected and I had to take it out. I am getting antibiotics so it will be okay. but since I only got to use the sensor for one week, can I get another sensor?¿ No other symptoms or treatment details were specified. The date of consultation with the Health care professional (HCP) was not provided. No other customer or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 Describe Event or Problem - Correction. H2 Correction.